Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient's right hip was revised due to infection and a periprosthetic femur fracture sustained during a fall. Initial implant was (B)(6) 2020. Awareness dates was 25/april/2020. All components were explanted and revised to a mdm liner and restoration modular stem. All information the facility has on this patient is included in this pii." Spoke to rep. The original surgical plan was to remove all components. Intra-operatively, the surgeon decided to revise only the patient's stem and head. Hospital will not release explants or any further information.